Event description:
Pt underwent peg tube replacement in 2002 with a mic-g gastrostomy tube 20fr (ref 0100-20). During the subsequent week the pt experienced abdominal pain and returned for evaluation. An upper endoscopy was performed. Findings: peg tube was seen to be in good position with the internal balloon insufflated. On the posterior gastic wall, opposite the peg insertion site, there was a medium-sized shallow gastric ulcer. No other mucosal lesions were noted. The peg tube was replaced with a different type of peg tube. The gastroenterologist believes that the gastic ulcer developed due to the design of the mic-g peg tube, e.g. The balloon caused pressure on the opposite gastric wall.